Event description:
It was reported that the patient underwent a normal pump replacement secondary to battery depletion. It was noted that the catheter access port (cap) was unglued. The patient had no symptoms of withdrawal. The pump was replaced. The patient recovered without sequela. The pump contained lioresal at the time of the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.